Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that after use with a bd pen ndl 32ga 4mm black foreign matter was found inside the hub. The following information was provided by the initial reporter, translated from (B)(4) to english: black spots were found inside the hub by the patient after use. The patient was curious about the black fm, so the patient brought the pen needle to the pharmacy.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2020-10-13. H6: investigation summary. One open 32g x 4mm pen needle sample and five photos were returned from an unknown lot. No., cat. No. 320136. Visual examination was carried out on the returned sample and photos and black marks on the hub was observed. Visual examination was carried out on the returned sample and photos and black marks on the hub was observed. No DHR review can be carried out as lot number is unknown. The most probable root cause was identified as incorrect moulding start up. Based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time. H3 other text : see h.10.

Event description:
It was reported that after use with a bd pen ndl 32ga 4mm black foreign matter was found inside the hub. The following information was provided by the initial reporter, translated from japanese to english: black spots were found inside the hub by the patient after use. The patient was curious about the black fm, so the patient brought the pen needle to the pharmacy.